Manufacturer narrative:
The photo provided by the customer observed visible residue of fluid on all reported suspect sets. The root cause was not identified.

Event description:
The customer reported visible residue of hazardous drugs on connecting surfaces upon disconnection when they prepare chemo in their pharmacy 90-100% of the time every day for the past 5 years. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported visible residue of hazardous drugs on connecting surfaces upon disconnection when they prepare chemo in their pharmacy 90-100% of the time every day for the past 5 years. There was no patient involvement.